Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00138. This report is being submitted as additional information. The referenced pump exchanged on (B)(6) 2017 was reported under medwatch MFR report #2916596-2018-00136. The referenced pump exchanged on (B)(6) 2016 was reported under medwatch MFR report #2916596-2016-02277. Unique identifier (UDI)#: (device identifier) ¿ (B)(4). Approximate age of device - 1 year and 1 month. Manufacturer's investigation conclusion: the report of low flow alarms was confirmed based on the submitted system controller log file. The center reported that patient was experiencing frequent low flow alarms, some of which were associated with positional changes. The submitted log file captured multiple, transient low flow alarms. The events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The pump operated above the low speed limit for the duration of the log file and the system appeared to be functioning as intended. The hmii IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency room on (B)(6) 2017 with low flow alarms. Device interrogation revealed pump stoppages and the patient underwent a pump exchange. During the pump exchange, a kink at the proximal portion of the outflow graft was observed. It was hidden under the ventral leaf near its proximal portion. During the procedure the outflow graft was untwisted and the kink was straightened out. It was reported that the low flow was likely related to the combination of pump stoppages and twisted outflow graft. All other causes were ruled out. No additional information was provided.